Manufacturer narrative:
Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however, a like device catalog # 9393612, product code max was cleared in the united states. PMA 510(k) : this part is not approved for use in the united states; however a like device catalog # 9393612, 510k # k094025 was cleared in the united states.

Manufacturer narrative:
Additional information: a review of flouro images show misalignment of crescent marker bonds in l4-5 disc space indicating damaged device. In early pre-op period, this probably happened as a result of insertion. Images show broken cage post explant.

Event description:
It was reported that a patient underwent an unknown spinal procedure. "During insertion of the cage it was immediately noticed on lateral x-ray that the cage was damaged. Patient underwent an additional surgery to remove the cage and a new cage was inserted. Case was completed successfully with no complications. Prolonged theatre time. No other physical impact to patient. The implant broke, but no fragment of the implant remained in the patient."